Event description:
It was reported that in central processing, a broken cable at the wristed part of the maryland bipolar forceps instrument was identified. A piece of wire was sticking out just a little bit. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a frayed pitch cable at distal clevis hub. No damage was found at the clevis. Electrical continuity testing was performed and passed. Failure analysis investigation also found the following damages to the instrument: the tips of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .040 offset at the tip indicating overloading. Failure analysis concluded the damage may be due to mishandling / misuse. Indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the indentations were likely due to mishandling / misuse. The bipolar pins were bent. The bottom pin was bent upward towards the top pin. The chassis feature that acts as a hardstop for the pins was not broken. The distal end of the main tube has a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable and the additional finding of a tube abrasion with material removed, could likely cause or contribute to an adverse event if the failure mode were to recur.